Event description:
Reportedly, during a regular follow-up, the ICD involved in this MDR report reached elective replacement indicator and charge time test was at 40 seconds. As no shock was delivered since implantation and the device mostly sensed, premature battery discharge was suspected. The device was replaced and returned for analysis.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.